Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was encountering a ¿charge neurostimulator battery¿ warning screen on the controller. It was reported that the patient had been charging the ins for some time and was unable to access the MRI mode so far. It was noted that the coupling boxes varied and only the first quartile of the battery was flashing. It was recommended that the patient continue to charge before putting the ins into MRI mode. No symptoms or complications were reported. Additional information was received from an hcp of a clinical study reporting that the patient experienced loss of pain relief on (B)(6) 2018. The patient reported no pain relief despite using all available programs. The patient felt the stimulation, but it did not provide any relief. The patient¿s son turned their device off, as they were ¿screaming in pain¿. On (B)(6) 2018 the patient stopped charging their device as it did not provide pain relief. Intervention was reported as therapy suspended. The event resulted in an unscheduled clinic or office visit. The outcome was reported as ongoing. Etiology was reported as related to the device or therapy, specifically to programming on (B)(6) 2018, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event form didn't mention coupling issues, an error screen, or an inability to access MRI mode. The loss of pain relief was noted to be "ongoing" as of (B)(6) 2018 and no device issues were mentioned. It was noted that the therapy was suspended on (B)(6) 2018, but there was no mention of an explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2018 when the entire system was explanted and not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study regarding a patient. It was reported that the patient had elected to have the device removed. No further complications were reported or anticipated.